Event description:
The reporter contacted animas on (B)(6) 2018 alleging a keypad/button (tactile change/unresponsive) issue; unresponsive ok button. There is no indication the alleged product issue caused or contributed to an adverse event. The device was returned to the manufacturer and investigation completed 06-mar-2018. On investigation, the ok keypad button was confirmed to be unresponsive due to the keypad flex connector inside the pump not being fully closed. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation. This complaint is being reported because the keypad issue can result in inadvertent or incorrect insulin delivery or the inability to use the pump and the cracked battery compartment can result in a delay in treatment or long-term cessation in delivery if the damage impacts the power circuit or cartridge compartment.